Manufacturer narrative:
Product analysis: it was found that there was deformation of the handle screw thread and bearing damage were confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding an event which occurred during a mel procedure. It was reported that the bearing was damaged, the staff immediately noticed it and replaced it with another flexible arm. No patient injury reported.